Event description:
It was reported by repair work order that the head end of the unit will not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.